Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken guidewire was confirmed and the cause appears to be use related. The product returned for evaluation was one nitinol guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was broken and the coil wire was unraveled. The damage region extended from distal of the transition region. It appeared that the inner core wire had broken which allowed the outer coil wire surrounding it to unravel. Microscopic examination of the fracture sites revealed the following: ¿ curved shape memory at the distal end of the inner core wire. ¿ material necking of the wire at the break which is a characteristic feature of a strong pull on the wire. ¿ the weld tip of the wire was missing and could not be accounted for during the evaluation. Biological material was also seen on the wire which may have contributed to the observed guidewire fracture as retraction of the wire together with the biological material could have caused the pieces to become stuck. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. Reference (B)(4) for further information regarding this failure mode. The product IFU states ¿caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of rean0424 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - it was reported by complainant that a guide wire broke during insertion. No harm to the patient reported.